Manufacturer narrative:
Manufacturing site: toyoflex cebu corporation, cebu, philippines, registration number: (B)(4). This case is reported as the subject cruise guide wire (model# pagp140300r) is being distributed as the regalia xs 1.0 guide wire (pagp140300) in the us. Brand name (d1) is, therefore, cruise as indicated on the product package label; accordingly, the product name in this report is referred to as cruise. When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The reported cruise guide wire was returned for investigation. The returned cruise guide wire was found with its polymer jacket intermittently torn, its core wire fractured, and its outer coil elongated. The ball tip was not found at the very distal end of the outer coil. The elongated outer coil was accidentally separated due to torsion applied during the investigation. Microscopic observation of each of the fracture ends of the core wire and the outer coil found relatively flat fracture surface and trace of twisting likely caused by rotation. When the polymer jacket of the guide wire was removed for observation purpose, the outer coil was found elongated from the proximal solder (set at 25mm from the wire tip to fix the outer coil onto the core wire), and the core wire was found fractured at approximately 8mm distal to the proximal solder. Measurement of the returned guide wire suggested that the ball tip as well as some of the core wire and the outer coil were missing and might have been left in situ. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that resistance was felt during withdrawal of the subject cruise guide wire while the distal segment of the guide wire might have been caught likely by the deployed stent. As withdrawal attempts were being made, rotational stress exceeding the product design limit might have been applied to the subject cruise guide wire. Consequently, the guide wire was fractured. Although it was concluded that this event was not attributed to product quality, the wire fragment left in the patient anatomy was undeniable. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] -- observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guide wire without observing corresponding movement of the tip. [Otherwise, the guide wire may be damaged and/or trauma may occur.] In addition, ensure that the distal guide wire and its location in the vessel are visible during wire manipulations. -- never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position.[otherwise damage to the guide wire may occur.] Determine the cause of resistance under fluoroscopy and take any necessary remedial action. -- if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. -- when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720) in the same direction. [Malfunction and adverse effects] -- separation of the guide wire.

Event description:
It was reported that an asahi cruise guide wire was used to treat a mildly calcified and 75-90% occluded lesion in the segment from the iliac artery (ia) to the superficial femoral artery (sfa) during a percutaneous transluminal angioplasty (pta). An epic self-expanding nitinol stent system (boston scientific) was deployed in the right ia by using the cruise guide wire, and the sfa was subsequently treated by using the guidewire, with success. During withdrawal of the cruise guide wire, resistance was felt. When taken out of the patient anatomy, the guide wire was found damaged. The physician commented "the subject cruise guide wire might have been caught by the deployed epic stent." It was informed that the procedure was successfully completed and there were no anomalies with the patient.